Event description:
Event description guidant received information that this atrial lead displayed impedance measurements greater than 2500 ohms and was unable to capture the myocardium. The lead was determined to be fractured, was surgically abandoned, and was successfully replaced.